Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to the patient developing a cholesteatoma. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The correct implantation date is (B)(6) 2011, not (B)(6) 2011, as previously reported. The report is filed october 21, 2015.